Event description:
It has been reported to philips that the device's l-arm cover fell off. The device was not in clinical use. No harm has been reported to philips. A philips field service engineer (fse) inspected the system on site and re-installed the l-arm cover which returned the device to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) the system onsite and confirmed the reported problem that the l arm cover fell off. Fse checked the cover and found no error. Fse reinstalled the l arm cover. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.